Event description:
A power source alert was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved after leaving the wall adapter plugged into a working outlet for at least 30 minutes, resulting in the pump beginning to charge, and no further assistance was required.